Event description:
The customer reported an uncontained fluid leak of approximately two (2) ml from the rinse block of the coulter lh 500 hematology analyzer while cycling a control. The fluid leak was a mixture of diluent, blood and clenz reagent. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a misaligned rinse block and performed a rinse block alignment, after which the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).